Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the trailing haptic became trapped between the plunger and the iol injector, between the blue and transparent components. It appeared that the iol had not folded correctly. Unfortunately, it was noticed once the iol was already in the eye. The lens was explanted during initial procedure. The procedure was completed on same day. Fortunately, there were no complications apart from a small iris bleed related to the explanation. The patient is in very good condition with no reported patient harm. Additional information was requested but is not available at the time of this report.